Event description:
Patient was experiencing persistent pain when flexing the wrist past 30 degrees. The implant seemed to sublux and get "locked". The patient would then need to pull on his wrist to "unlock" and then can extend. This was first noticed about 3 months post-op as the patient started to use and move the wrist more. Patient had a prior distal radius non-union causing deformity.